Event description:
It was reported that upon deploying an embolization coil within a left mca trifurcation aneurysm, the coil appeared to take shape normally. However, it was determined to see if a shorter coil would be more appropriate. Upon withdraw, the coil became knotted. The coil could not be pulled into the microcatheter due to the knot. Multiple attempts were made to retrieve the coil with an alligator type retriever, merci device, enterprise stent and hyperform balloon unsuccessfully. The coil wedged in the m1 vessel slowing flow in the m1. In attempt to retrieve the coil using the balloon, the balloon separated from its delivery shaft. It was retained in the m1 segment. The patient was extubated and was flaccid on the right side. M1 seemed occluded, no favorable collateral flow observed. The patient reportedly became hypotensive a short time after going to recovery and had to be reintubated. No additional information has been provided.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device remains within the patient and the delivery pusher was discarded by the user. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.